Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 25 mg/ml morphine at an unknown dose via an implantable infusion pump for spinal pain. It was reported that the volumes were "way off" and the hcp thought that it did not seem that the gears were turning over. There had been a few recurring reservoir volume discrepancies/very large ones (18-20cc) with the patient's drug infusion system. The hcp did not want to do a dye study but aspirated easily about 5 cc through the catheter access port (cap). What they aspirated was a yellow fluid that did not look like intrathecal fluid. The hcp confirmed the catheter was patent per the catheter dye study but with the roller study they programmed a single bolus of 0.01 instead of a prime so they were never able to confirm roller rotation on (B)(6) 2018. The patient was experiencing "a lot of pain" and the hcp did not think the pump was functioning. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from a manufacturer representative (rep). It reported the dye and rotor study was performed on (B)(6) 2017. Additional information also reported the pump was replaced on (B)(6) 2018.